Event description:
Additional information was received that post paced t- wave oversensing and fusion were observed on the device.

Event description:
During a remote follow up, oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No additional information has been provided. The patient was stable.